Manufacturer narrative:
This report is filed (B)(6) 2016. Device not received by manufacturer.

Event description:
Per the clinic, the patient developed swelling at the implant site post-operatively. Pressure was placed on the implant site by the patient's physician resulting in rupturing of the skin flap. Necrosis of the skin flap was present. Revision surgery was performed on (B)(6) 2016, and the device was explanted. The patient was administered with IV antibiotics for a duration of two weeks in hospital. It is unknown whether the patient will be re-implanted with a new device as of the date of this report, (B)(6) 2016.